Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value was 239mg/dl at the time of incident. Customer treated with glucose tablets. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose value. Customer did not use auto mode. Customer did not report any allegation of pump over delivering. Insulin pump will not be returned for analysis.